Event description:
The information provided to sjm indicated a (B)(6) male patient underwent aortic valve replacement surgery. Recently the an echo revealed aortic stenosis and the valve was explanted and replaced with a 21 mm sjm mechanical valve.